Event description:
Boston scientific received information that this right atrial (ra) lead was previously programmed off due to a lead fracture which was causing noise and oversensing. It is not known at this time when this lead was turned off but the patient¿s current following clinic just noticed this. Due to the patient¿s current metal and physical health, the leads will remain in service for now and the plan is to monitor the patient for the time being. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.